Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the tubing set "snapped off at the connection port site." An unspecified volume of blood loss was noted. It was reported the pt was monitored more closely and reportedly "did not need a transfusion or other medical intervention." Though requested, no additional info was provided including if the tubing set was replaced.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).